Manufacturer narrative:
Results and conclusion summation: the inability to cross a lesion can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, gc support, gw support, anatomical morphology, and patient disease state. There are three possible root causes for the stent dislodgement: device interaction with another device, device interaction with anatomy, or device interaction with accessories. The difficulties appear to be related to the operational context of the device.

Event description:
Reporting status: serious injury-medical intervention; permanent damage. Reporting rationale: the stent remains in the patient, compressed against the vessel wall. Device issue: stent dislodgement. It was reported that the procedure was to treat the circumflex (cx) and obtuse marginal (om). Another company's guiding catheter was being used. Two bmw guide wires were put down, one in the cx and one in the om. Both lesions were predilated with a voyager. The vision 3.0x 18 was to be deployed in the cx and the mini vision 2.25 x 18 was to be deployed in the om. However, there was a lesion at the bifurcation just before the target lesion sites and neither stent would cross. The vision was pulled back into the guiding catheter and the mini vision was pulled completely out of the guiding catheter at which point it was observed that the stent was not on the balloon. By using fluoro, the stent was located just proximal to the bifurcation lesion in the cx. The stent was then compressed against the vessel wall with a voyager 3.0 x 15. A vision 3.0 x 23 stent was used to overlap the compressed stent and to treat the target lesion site in the cx. The vision 3.0 x 18 was used again in an attempt to cross the lesion in the om, but it would not cross. A vision 2.5 x 18 did not cross and the procedure was completed. Reportedly, the patient is doing well. No additional event or patient information is available.